Event description:
It was reported that an error code number 1 was received since the starting of an unk procedure. No further information is available. No reported patient consequence. The unit was returned to the international service center.

Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer complaint. The main pcb board was replaced to correct the issue. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.